Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed there was downtime at multiple facilities and orders were not crossed over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.3. Other occupation: division pharmacy inventory & automation specialist. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing at several facilities. A technical support specialist (tss) logged into the es server, confirmed devices were not on critical override and xml messages were current, restarted transmission control protocol (tcp) or (ip) internet protocol services and the internal inbound processor, informed the customer of server patching, and verified via email that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.